Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery, a patient experienced toxic anterior segment syndrome (tass). During the procedure the phacoemulsification handpiece was not working properly. The surgery was completed with the same handpiece. Additional information has been requested and received indicating additional suspect products and patient identifier. This report represents patient 1 of 3 from this facility. Additional information received indicated that the tass symptoms were noted on first post-operative day. Phacoemulsification tip couldn't sculpt properly. The patient was not hospitalized as a result of this event. The patient developed corneal edema and hypopyon as complications of the event. The patient required treatment with tobramycin/dexamethasone. There were no surgical complications and no sutures were not required for this event. No cultures were taken. The event was ongoing at the time of this report.

Manufacturer narrative:
The phacoemulsification handpiece was received. And a visual assessment of the returned sample found no visual nonconformities. The returned phacoemulsification handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements. Which found the phacoemulsification handpiece to meet product specifications. The phacoemulsification handpiece was found to meet functional specifications. Therefore, the root cause of the reported event of the phacoemulsification handpiece not working cannot be determined conclusively. The root cause of the reported events of the patient experiencing toxic anterior segment syndrome (tass), corneal edema, and hypopyon cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received provided corrected event date and confirmed that the handpiece gave problems during sculpting.